Event description:
At about 7 years 6 months after the primary, the patient came in reporting pain due to a loose femoral component and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 march 2023: lot 145404: (B)(4) items manufactured and released on 17-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event in the period of review.